Event description:
Customer's father reported his son's sensor readings are inaccurate. Customer's blood glucose was 200 mg/dl. Customer's father stated his son's sensor will read 40 mg/dl, but customer was be in the over 100 mg/dl. The sensor will read 60 mg/dl, but customer's blood glucose will be over 200 mg/dl. Customer refused to wear the sensors on his arm. Customer's father declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.